Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) sounded like it was burning but no final signal was heard, and no coagulation occurred. There was no burning. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The vse instrument did not seal. The customer confirmed that the vse was not sealing sufficiently and adequately. The instrument worked at the beginning of the procedure. There was no errors message when the vessel sealer issue occurred. During the sealing sequence, there was there an audible signal (continuous tone) while the pedal was pressed. The seal cycle did not complete with the fast audible tones as expected. There was no tissue effect observed during the sealing cycle and there was no tissue ever cut that was not fully sealed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was placed and driven on an in-house system. The vse instrument passed the recognition and engagement tests. The grips opened and closed properly. Upon visual inspection, there was no blade expose outside of the blade garage and the jaw ceramic dots were present. The vse instrument passed the electrical continuity, energy delivery and the cut test. The knife slot measured at .027¿ and the jaw gap verification passed at .003¿. The grip force test was performed and passed at 7.66 lbs in the straight orientation. A review of logs showed no failures. This instrument¿s grip tips were not moving intuitively, and they were not following the master tool manipulator (mtm) input commands smoothly and moved in the reverse motion. Upon visual inspection, the metal tabs the distal end of the main tube was found without any damages.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis (afa) was completed and confirmed the initial failure analysis. The instrument was re-installed on an in-house system and moved opposite of the commanded motion. The instrument main tube was manually rotated, and found to be biased in one direction, seemingly not interacting with roll gear keys. The proximal mating end of the roll gear and the output roll gear keys were found to be deformed, allowing the main tube of the instrument to rotate independently of the output roll gear resulting in the nonintuitive motion. All automated manufacturing tests for the instrument passed.